Event description:
It was reported that during a laparoscopic cholecystectomy, when the jaws were closed on the cystic duct, it was difficult to open after firing. They pulled the device off of the tissue and the jaws opened. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.